Event description:
A malfunction was reported on the pump, which was being used with settings programmed for another user. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccur.